Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. Customer stated the insulin spilled on to the reservoir. Customer stated the o-ring on the reservoir became loose, causing insulin to spill. The customer reported moisture was present on the drive support cap. The customer's blood glucose was 428 mg/dl. The customer treated their blood glucose with a manual injection. It was also found the insulin pump passed a self-test during troubleshooting. The customer declined to return the reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).